Manufacturer narrative:
Image review: two media files were reported for review of the event. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. In this case, a misload was not reported and the valve was used for the procedure. During the valve deployment attempt, an infold was evident. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, annular and aortic calcification contributed to the infold.

Manufacturer narrative:
Update data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012784292); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0012708384); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, an experienced loader loaded the valve and a fluorocheck was performed with satisfactory results. The physician positioned the catheter and released the valve to 80%, at which point an infold of the valve was observed. The valve was recaptured, and a new valve was loaded into a new delivery system and implanted without any problems, resulting in a good procedural outcome. The procedure time was prolonged by approximately 10 minutes. No symptoms, complications, adverse events, or negative effects were reported for the patient. No patient complications have been reported as a result of this event.